Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of an implantable pulse generator (ipg) system, the atrial lead could not be inserted into the device header as the screw driver did not engage into the header. The device was explanted and replaced and the atrial lead could be successfully connected. The device remains in use. No patient complications have been reported as a result of this event.